Event description:
It was reported that the vns patient passed away. The physician's office would not provide any additional information regarding the patient's death. The cause of death is unknown. The relationship of the death to vns is unknown. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event; corrected data: the previous MDR inadvertently provided an incorrect patient age at the time of the event.

Event description:
Additional information was received from the funeral home that the deceased was cremated and that the vns products were discarded. The death certificate and cause of death were not provided but it was reported that the patient died of natural causes. Per the department of vital records in the state that the patient passed away in, the manufacturer is not eligible to obtain a copy of the patient's death certificate. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.